Manufacturer narrative:
Date of event: unknown. Investigation summary: customer returned (3) loose 3/10cc, 6mm syringes. Customer states that first scale mark is lower than it should be. All retuned syringes were tested using the plug gauge and all scale marking locations were printed on the barrel within specifications. A review of the device history record was completed for batch# 7270913. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. There were two (2) notifications [(B)(4)] noted for excessive ink. There was one (1) notification [(B)(4)] noted for scratched print. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that scale marking error occurred with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "inaccurate scale mark. First scale mark is way too lower than it should be."